Manufacturer narrative:
The reported event of inadequate capture could not be confirmed. Visual inspection showed that the inner and outer helix lengths were within specification. Further analysis was performed, including output/capture verification, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that an atrial leadless pacemaker (lp) exhibited high capture thresholds after implant. The device was explanted and replaced. Patient was stable with no consequences.